Manufacturer narrative:
The battery was returned to heartware for visual and functional examination. The battery failed functional testing. Further testing identified a faulty electrical component on the circuit board. Additionally, functional testing determined a defective cell pair. Abnormal battery behavior, e.g. Premature performance degradation, intermittent/poor electrical connection with controller or battery charger, premature power source switching, etc., is a known issue being investigated. While the causes are multifactorial, it has been demonstrated that this issue is most likely related to a faulty internal cell pair. The confirmed malfunction is related to the reported event. Fsca apr2014 was distributed to reinforce proper power management. An internal investigation (CAPA) has been opened to address the issue. Following additional regulatory authority feedback, the manufacturer has expanded the field safety corrective action (fsca) to recall certain older batteries (referenced under file name: fsca apr2014.1). The expansion of this fsca is to remove certain older batteries which were produced in specific ranges of battery serial numbers which are more likely to exhibit premature or unrecognized deterioration of battery capacity. Our risk assessment for this issue remains unchanged at this time. Complaints will continue to be closely monitored to ensure that the ventricular assist device system functions as intended and to assess the effectiveness of the fsn for additional actions. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
Approximately five months post hvad implantation, the site reported that the patient's battery would not charge. The battery was removed from the patient and a new battery was supplied. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
The device has/have been received and evaluation is still ongoing. Preliminary evaluation and testing revealed that the returned battery contained a faulty cell. This finding was re-assessed per our sop requirements and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.